Manufacturer narrative:
Product event summary: analysis confirmed the reported event; display showed a self test error. The insulation of the white wire of the lcd (liquid crystal display) was found compromised. Analysis also found the main seal bulged out and the lower case was broken. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported when the epg (external pulse generator) was switched on, the epg displayed a self test error. The epg was returned to the manufacturer for service, analyzed and tested out of specification. There was no patient involvement.